Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during implant a realize band, the reinforcement tab would not lock securely. The band was replaced it with another band. There was no patient consequence reported and the patient was discharged home.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.